Manufacturer narrative:
Visual inspection of the returned device confirmed. Packaging breakage the root cause of the event is unknown but is likely due to shipment. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective look back of complaints resulting from the acquisition of memometal technologies by stryker corporation.

Event description:
It was reported that the packaging was found to be broken; probably during shipping to the agent. There was no patient involvement.